Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the therapy pcba, and replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.